Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial tachy response (atr) fallback pacing. The patient received anti-tachycardia pacing (atp) and shock therapy for rapid ventricular response (rvr) with atrial fibrillation (af). The device is operating as programmed. Technical services (ts) suggested reprogramming options. The patient was stable, and no adverse effects were reported.